Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was broken. Customer does not know how damage occurred. Customer's blood glucose was 120 mg/dl to 130 mg/dl. Customer's blood glucose at the time of call was 425 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, missing reservoir tube seal and a cracked reservoir tube.